Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 11/3/2016 alleging the patient experienced hyperglycemia on (B)(6) 2016 while on insulin pump therapy with blood glucose measurement of 396, 260, 245 and 279 mg/dl with the associated symptom of abdominal pain. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s event was due to frequent, persistent occlusion issues with the insulin pump. Troubleshooting by animas customer technical support determined occlusion occurred during delivery of a bolus of insulin; 0.95 units of a programmed 1.95 units was delivered before the occlusion occurred. After cancellation of the unsuccessful bolus, the correct amount was reportedly delivered. Upon review of the infusion set insertion technique, animas customer support determined the infusion set insertion technique/maintenance was incorrectly performed by the patient. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy due to a training/misuse issue resulting in occlusion.

Manufacturer narrative:
Follow up #1 submitted: 12/5/2016. Animas has received additional information that indicates the primary product that is the subject of this complaint is not, in fact, the insulin pump but is the infusion set. The animas insulin pump has been determined to have been a factor in this complaint. Animas will forward this complaint to the appropriate device manufacturer.